Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery had depleted 14% within 5 months. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery had depleted 14% within 5 months. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.